Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported av block could not be conclusively determined.

Event description:
During a typical atrioventricular nodal re-entrant tachycardia procedure, while applying rf application, a complete av block occurred. The rf application that created the complete av block was close to the naturel conduction pathways. Then, it was during a major respiratory movement by the patient that the catheter moved, and the av block occurred despite the immediate stop of rf application. There was no escape rhythm for 10 minutes, so it was decided to implant a permanent pacemaker. There were no alleged performance issues when any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported av block remains unknown.